Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric laparoscopic procedure, the device was locked on tissue and difficult to unload. The surgeon was unable to squeeze the handle and the device did not fire. The surgeon forced to take off the device. There was no patient injury.